Event description:
The hospital reported that during a procedure, the image would freeze by itself, which triggered the physician to withdraw the scope from the pt. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was fluid invasion and corrosion noted in the bending section and control body unit. There was round stain at the upper left area of the image, which was attributed to the damaged charge coupler device (ccd) unit. This report is being filed as an MDR in an abundance of caution.